Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 - gtin - added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that percutaneous transluminal angioplasty (pta) was performed using three balloons; however, the subject balloon could not be dilate. When the system was removed from the body and visually inspected, there was a pin hole in the balloon. Additional information received indicates that the balloon was inflated to 6atm, intermittent flush was used during the clinical procedure and it is unknown if the patients anatomy was tortuous. There are many potential causes for the reported event, including overinflation of the balloon and damage sustained to the balloon during advancement, however as the device was not returned and a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to as reported 'balloon failed to inflate' and 'balloon has hole/perforation during use.'

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, the subject balloon guide catheter could not be dilated. When removed from the patient's anatomy, a pin hole was found in the balloon. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during percutaneous transluminal angioplasty (pta) procedure, the subject balloon guide catheter could not be dilated. When removed from the patient's anatomy, a pin hole was found in the balloon. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.